Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion using continu flo luer activated set that was connected to an infusion pump and the pump displayed an alarm "air in line". It was further reported that there was no air noted in the line during inspection. To clear the alarm, the set was removed and a new one was used with no further issues. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.